Event description:
On (B)(6) 2010, the pt underwent a right knee replacement and the device was implanted. On or about (B)(6) 2013, pt experienced trouble with her knee catching and soreness. On (B)(6) 2013, x-ray showed the locking screw for the constrained articulation had disengaged and is in the anterior aspect of the knee. On (B)(6) 2013, the pt underwent a revision of the right total knee replacement with revision of the tibial polyethylene insert. Reference MFR report # 1822565-2013-00735.